Event description:
It was reported the heart rate was seen at the lower programmed rate. Review of device data indicates this was likely due to the device sleep feature. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device indicated that sleep mode was enabled. Sd203 is not supposed to have a sleep mode feature available.